Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 150 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.